Event description:
It was reported that an ilet user experienced unexpected hyperglycemia after changing infusion supplies, despite visible insulin drops through the tubing and no observed leaks, with subsequent normalization after replacing the infusion set later the same day; no alarms were reported. Symptoms included a severe headache. Outcomes included no hospitalization, no medical intervention, no use of backup therapy, and no ketone testing. Investigation included customer service troubleshooting and user education with remote training support. Investigation of this case revealed no confirmed device malfunction, kinked tubing, or bent cannula, and blood glucose returned to target after a new set was placed. It was concluded that the cause of hyperglycemia was unclear and that the device was functioning as intended based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.